Event description:
The atrial lead also exhibited no capture.

Event description:
It was reported that the lead exhibited a sensing anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).